Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, no; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 13. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to what may have caused reported incident "jaws scissored" during surgery. Applier was received in good physical condition, with no clip in jaws. Also returned with complaint instrument was scissored and partially formed clip. Instrument was examined and was found to be functional. Applier was cycled and properly fed clip into jaws, and then fed, and formed remaining 13 clips within design specification and without incident. It was concluded that applier was conforming to design specifications. Each instrument is evaluated during assembly process to ensure that it functions properly.

Event description:
It was reported during an unknown procedure when firing the mcl without tissue in the jaws, it performs well. However, when firing it with tissue in the jaws it scissors. 02/02/1998 the rep reported on 01/29/1998 she will attempt to obtain additional information regarding the procedure and type of tissue involved. 02/10/1998 there was no consequence to the patient. 02/17/1998 the rep reported during a lobectomy, the surgeon was working on the distal branch of the pulmonary vein when the jaws scissored. The surgeon ligated and sutured to complete the case.